Manufacturer narrative:
After battery installation, the unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. Also the circuitry to the left and to the right of the lcd controller as well as the lcd screen itself are cracked. Unable to perform displacement and self tests due to the display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that customer was struggling with the insulin pump and decided to return the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.